Event description:
It was reported that the patient had a surgical procedure to replace an artificial urinary sphincter (aus) cuff due to fluid leak from a hole in the cuff. Two weeks prior to the replacement surgery, he patient was admitted to the hospital because the aus did not work properly. A patient outcome of stable was reported post procedure.

Manufacturer narrative:
Investigation summary: based on the information available, product analysis was able to confirm the reported event. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cuff component was visually inspected, microscopically examined, and tested for leaks. Scaling was identified on the cuff backing, and a pinhole tear was found in the cuff pillow proximal to the cuff edge/backing. Fluid loss was observed during the leak test performed. The damage appears to be consistent with wear at the corner of a fold and material fatigue. This aligns with the long implant duration of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to replace an artificial urinary sphincter (aus) cuff due to fluid leak from a hole in the cuff. Two weeks prior to the replacement surgery, he patient was admitted to the hospital because the aus did not work properly. A patient outcome of stable was reported post procedure.